Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic with symptoms of palpitations and diaphragmatic stimulation, chest x-ray was performed and atrial lead dislodgement was observed. Device was reprogrammed and patient was scheduled for lead revision. Lead was repositioned on (B)(6) 2018. Patient¿s condition was stable.